Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Review of device event log indicated multiple occurences of reported service error code. The returned monitor passed both isl (safety) and eit (performance) testing. Returned therapy cable failed inspection for wire damage. The therapy cable may have been subjected to handling damage. The reported service errror code occurs when the power on self test detects an error with the therapy delivery circuit. Will continue to trend for future occurrences.

Event description:
Patient called in to report service error code. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.